Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Pack received is tight. Tested the needle attachment of the closed sample received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Client complained: thread detached from needle very easily. This happened during tissue draft.